Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Part of the hemostatic valve became loose. It was reported that the hemostatic valve of the vizigo sheath came loose. The medical staff reported that the dilator and wire were able to pass but there was bleed back. The sheath was exchanged and the issue was resolved. The case continued without any further incident. No patient consequences were reported. Additional information: the medical staff did not visually inspect the sheath. The sheath was immediately placed into a biohazard bag and the case was still going, so they were unable to confirm if the hemostatic valve broke into pieces. The sheath as a whole remained intact. No air entered the patient¿s body. The sheath was removed like normal over a wire. No change in hemodynamics were observed. Blood loss was minimal, less than 50cc in their opinion. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On(B)(6)2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Part of the hemostatic valve became loose. It was reported that the hemostatic valve of the vizigo sheath came loose. The medical staff reported that the dilator and wire were able to pass but there was bleed back. The sheath was exchanged and the issue was resolved. The case continued without any further incident. No patient consequences were reported. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record was performed for the finished device 50000023 number, and no internal actions related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." At this time is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Part of the hemostatic valve became loose. It was reported that the hemostatic valve of the vizigo sheath came loose. The medical staff reported that the dilator and wire were able to pass but there was bleed back. The sheath was exchanged and the issue was resolved. The case continued without any further incident. No patient consequences were reported. Additional information: the medical staff did not visually inspect the sheath. The sheath was immediately placed into a biohazard bag and the case was still going, so they were unable to confirm if the hemostatic valve broke into pieces. The sheath as a whole remained intact. No air entered the patient¿s body. The sheath was removed like normal over a wire. No change in hemodynamics were observed. Blood loss was minimal, less than 50cc in their opinion. Hemostatic valve separation is MDR-reportable.